Event description:
Information was received that during use of this smiths medical cadd solis vip pumps, the cassette appeared not completely emptied, although the pump read for empty cassette. It was reported that the medication remaining in the cassette and tubing was extracted, totaling approx. 15 ml. The patient's pump was prepared on (B)(6) 2019 with 101 ml placed in the pump, and the label that was printed and placed on the pump read 80ml total volume with a rate of 2.0 ml/hr which was an incorrect label according to the nurse. The pump was programmed according to the label and the patient was sent home. According to the reported, the infusion should have been for 46 hours, and the patient called the clinical hotline on after approximately 24 hours, when she noticed that the pump would be completed in 12 hours, which was ahead of schedule. It was reported that the patient contacted the clinic and the pump was reprogrammed for the volume that was remaining in the pump at the time, which was approximately 22 ml, in addition to the 21 ml that was not included in the original programming volume. In additional, the rate was adjusted to 2.5ml/hr so that the pump could be completed in the 46-hour time frame. The patient disconnected the pump at home when it read for empty. According to the report the pump history has been reviewed and nothing seems to have been an issue that would have resulted in an under-infusion. No reported adverse effects.